Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. To treat the low bg level, the customer received sugar from emergency medical transport (emt). Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed on (B)(6)2018. The user did not enter any bg values into the pump. The user made bolus requests without entering current bg value and while still having insulin on board (iob). The user set several temporary basal rates of 50% throughout the day and the following days. Low bg was not confirmed on (B)(6)2018. The user did not enter any bg values into the pump. No bolus requests were made on (B)(6)2018. Complaint could not be confirmed. Making bolus requests without entering current bg and still having insulin on board could lead to a low bg event. It is possible the user¿s settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.